Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized with peritonitis and was no longer on pd therapy. No further details were provided in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient experienced abdominal pain prior to hospitalization. Peritoneal effluent fluid cultures obtained and tested on (B)(6) 2025 (prior to admission) presented with corynebacterium (species not reported) and 24% polymorphonuclear (pmn) cells. The patient was diagnosed with peritonitis, attributed to poor hand hygiene. Additionally, it was suspected by the patient¿s physician that the transmission of infection may have been from cross-contamination from an untreated urinary tract infection (uti). There was no indication that the patient¿s uti was related to pd therapy or the use of any fresenius product(s) or device(s). The patient was prescribed vancomycin and meropenem (routes, dosages and frequencies not reported) per the outpatient clinic algorithm, then solely vancomycin per the clinic algorithm after receiving culture results. The patient was hospitalized for this infection from (B)(6) 2025 and readmitted from (B)(6) 2025. The patient was able to continue pd therapy (unknown device or product) until their pd catheter (not a fresenius product) was removed and they were transitioned to hemodialysis (hd) for renal replacement therapy. It was confirmed that the patient¿s peritonitis and associated hospitalizations were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy post-discharge.

Event description:
A patient contact reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized with peritonitis and was no longer on pd therapy. No further details were provided in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient experienced abdominal pain prior to hospitalization. Peritoneal effluent fluid cultures obtained and tested on (B)(6) 2025 (prior to admission) presented with corynebacterium (species not reported) and 24% polymorphonuclear (pmn) cells. The patient was diagnosed with peritonitis, attributed to poor hand hygiene. Additionally, it was suspected by the patient¿s physician that the transmission of infection may have been from cross-contamination from an untreated urinary tract infection (uti). There was no indication that the patient¿s uti was related to pd therapy or the use of any fresenius product(s) or device(s). The patient was prescribed vancomycin and meropenem (routes, dosages and frequencies not reported) per the outpatient clinic algorithm, then solely vancomycin per the clinic algorithm after receiving culture results. The patient was hospitalized for this infection from (B)(6) 2025 and readmitted from (B)(6) 2025. The patient was able to continue pd therapy (unknown device or product) until their pd catheter (not a fresenius product) was removed and they were transitioned to hemodialysis (hd) for renal replacement therapy. It was confirmed that the patient¿s peritonitis and associated hospitalizations were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in asepsis during ccpd therapy as reported by a medical professional involving poor hand hygiene and a potential cross-contamination from a preexisting uti. This is further evidenced by the presence of microorganisms that commonly colonize human skin and mucous membranes. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.